Manufacturer narrative:
B4 - corrected to (B)(6) 2021 in initial MDR. Claim # (B)(4).

Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a toric implantable collamer lens into the patient's right (od) eye. The surgeon reports lens rotation. Attempts to obtain additional information have not been successful.